Event description:
Customer reported that the serter did not release the sensor. Customer then stated that when pulling the serter away from the skin, the sensor came out of the skin also. Blood glucose level was 123 mg/dl at the time of the call. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Complaint against enlite-serter.